Manufacturer narrative:
No product was returned to riverpoint for investigation. A drh investigation was performed and no issues were noted. Product met all requirements prior to release. Retain samples were tested and all passed suture tensile strength and needle attachment testing. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "during episiotomy, the needle has fallen out of the thread."